Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via user facility medwatch mw5063790 that guidewire tip detachment occurred. The target lesion was located in the coronary artery. A 300cm, moderate support straight(pt2 5pk) pt 2 guidewire was advanced to the target lesion. However, during post-stenting, the guidewire radiopaque tip sheared off at sauter in plad. The detached tip was then secured in the coronary wall by an additional 4.0x12 stent, thus completing the procedure. No patient complications were reported.